Manufacturer narrative:
The reported reader was returned and investigated. Performed visual inspection on the returned reader, and no issue was observed. The reader did not turn on when the button was pressed nor when the retain strip was inserted. Reader was further investigated, and current flow was measured and only observed to function in one direction, indicating a non-functioning crystal (crystal y1). The crystal was replaced with a known good crystal and the reader powered on and advanced to the menu set up. Therefore, this issue is confirmed to faulty crystal y1.

Event description:
A caregiver reported a customer's adc meter would not turn on by button or by test strips. On (B)(6) 2020, as a result of the customer being unable to test their glucose, they experienced seizures and a fall. Hcp contact was made and the customer was treated with IV glucose for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer's adc meter would not turn on by button or by test strips. On (B)(6) 2020, as a result of the customer being unable to test their glucose, they experienced seizures and a fall. Hcp contact was made and the customer was treated with IV glucose for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.